Manufacturer narrative:
Additional information regarding product evaluation is pending. A root cause has not been identified. (B)(4).

Event description:
A customer reported during a procedure, the system ejected the cassette. The procedure was completed the same day. Patient impact unknown. Additional information has been requested.